Event description:
Caller reported that their pump screen was dark and would not turn on. Customer¿s blood glucose value was 148 mg/dl. Technical support attempted to troubleshoot the issue, but when the pump display did not turn on after multiple attempts, it was decided to replace the pump. The customer reverted to an alternate method of insulin therapy.